Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right ventricular lead had sensing problems. The sensing was varying and the lead frequently lost sensing. The lead was tried in the atrial channel, and then was repositioned, but the lead still had the same issues. The lead was removed and replaced, and the patient was in stable condition.